Event description:
Customer reported to have received a no delivery alarm. Customer's blood glucose is 500 mg/dl, which she treated with manual injection. After troubleshooting, customer advised that insulin does not exit reservoir during manual prime. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, prime, and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, and a cracked reservoir tube lip.